Event description:
A malfunction was reported due to high temperatures affecting the pump's performance, displaying "malf 1" code which could not be reset. The customer's blood glucose level was not adversely impacted, and there was no report of it exceeding 500 mg/dl. Tandem technical support provided a replacement pump and instructed the customer to return the faulty pump using a pre-paid shipping label. The customer was also given instructions for putting the pump into storage mode and was advised on the steps to take when the new pump is received.